Event description:
Ultra lift was moving down, no buttons were being pushed. Patient was in bed being unhooked from the lift. Center of lift was moved away from patient, so that lift would not touch the patient. Lift was moved to the side of the bed and kept going down. Update given to doctor.